Manufacturer narrative:
Results: as received, the lead was cut as a consequence of the revision procedure. The stim segment of the lamitrode lead was kinked where all of the wires were broken. A cam impression was also observed. The location of the broken wires corresponded to the distal end of the anchor. The fracture was consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor. The swift-lock anchor was returned undamaged. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03156.